Event description:
Allegation received that a bioabsorbable fixation was used to repair a rotator cuff tear. The procedure was completed with no reported complications. Several months later the patient returned to be evaluated for a clicking noise in the shoulder. The operative site was re-explored and it was noted that the bioabsorbable device had broken. The device was removed and the patient needed no further surgical intervention. Unable to verify product or patient data as no information was received from user facility or physician. The device was not returned or any information received to identify the product.